Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device battery longevity decreased to a minimum of nine months to a maximum of fifteen months in less than a year. The thresholds on both the right ventricular and left ventricular leads had increased and were high since the implant. Reprogramming was done to try and preserve battery life. The device was interrogated again after the reprogramming a few months later and the battery life continued to decrease. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was explanted.